Event description:
This spontaneous case received by a physician involves a patient who initiated therapy with poly-l-lactic acid (sculptra); therapy dates, dosage, and indication not provided. Relevant medical history and concomitant medications not provided. On an unspecified date, the patient developed ischemia on their cheek (initially reported as rash). Addendum for follow-up date 28-apr-2006: patient is a male with medical history of hiv disease, hyperlipidemia, and allergy to penicillin. Per the physician laboratory studies were normal (date not provided) except for a cd4 cound of 362. Concomitant medications include: sustiva (efavirenz), viread (tenofovir disoproxil fumarate), norvir (ritonavir), lexiva (fosamprenavir calcium), gemfibrozil, zovirax (acyclovir), and cialis (tadalafil). The patient received sculptra for hiv-related facial lipoatrophy. He received 2 vials each in apr 2005, jun 2005, aug 2005, feb 2006, and mar 2006. Per the reporter, there were no complications from the first 4 treatments. There were no unusual events or changes in procedure with the fifth treatment; the injection was not done superficially. Several days after the fifth treatment, the patient noted discoloration and pain the left cheek. He had no unusual bleeding, bruising, or hematoma. He performed his usual massage. He did not use ice packs. The patient was seen in clinic 6 days after treatment and was noted to have evidence of partial thickness skin necrosis of the left check in an area shaped like an equilateral triangle with 2 cm limbs. The physician stated there was no evidence of infection or underlying hematoma. The area has progressed to healing but it is not clear if the patient will have any resulting scar formation. The reporter stated that the correction of the facial lipoatrophy has been excellent. The reported stated the event was clearly related to the use of sculptra as the timing and the location of the ischemic changes were related to the use of sculptra.